Event description:
It was reported the patient had a loss of therapeutic effect. It was also reported the patient bent over two days prior to report and felt "sharp across my back". It was noted the patient stopped feeling stimulation since that incident. It was stated the patient's stimulation was turned on and up and the patient still did not feel the stimulation. The patient's stimulation was then decreased and the patient was redirected to their healthcare provider. Five days later, it was reported the patient's stimulation was intermittent when it was turned on. It was noted the patient had no stimulation when she met with a manufacturer representative on the day of report. It was also stated the patient lost stimulation after bending over and feeling a sharp pain. The patient's device was interrogated and it was reported the stimulation was turned off. It was stated the stimulation would only stay on for about 10 percent of the time and then the sensation "goes off". The patient's battery reading was 3.015 volts and the impedance measurements were reported to be normal. Additional information stated the patient had intermittent stimulation on and off with movement. It was also reported the stimulation was off more than it was on, only when the fourth electrode was active. It was stated the patient had a pocket revision and possible lead replacement scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID 3586, serial# (B)(4), implanted: (B)(6) 1991, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that patient did get the stimulator turned on a couple times, but "it was real sharp and then it stopped, nothing else." Additional information reported that when stim was turned back on, patient had moved around and it "popped on real quick." Patient had it on a much high setting than normal because patient "was playing around with it, trying to get it to restore." Once it turned on real quick, "it zapped" the patient. It was reported that the patient turned it down and then it went away.